Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that pacing was not being delivered when required and there was undersensing present in the ra. There were no adverse patient events reported.